Event description:
It was reported that the device was at elective replacement indicator (eri). It was noted that the eri was thought to be caused by rising internal battery resistance. The device was scheduled for explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.